Event description:
It was reported that a balloon burst occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for arteriovenous fistula fistuloplasty. However, during inflation at 10 atmospheres for 30 seconds, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported.